Manufacturer narrative:
Analysis of the cable identified damaged connection cabling/hardware. Other relevant device(s) are: product ID: 9733597, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while outside of procedure. It was reported the communication portion of the axiem cable was damaged. There was no patient present when the issue occurred.